Event description:
The manufacturer received information alleging a ventilator's display was blank and unable to be viewed. The device was not in patient use. The manufacturer received the device for evaluation and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue.